Manufacturer narrative:
A visual inspection of the returned flexible driver and drill bit confirmed that both items were bent. Dimensional analysis met print specification where measured. A review of device history records did not find any deviations or anomalies. Based on the manufacturing date, the flexible driver has a field life of approximately (B)(6) years to date. The actual frequency of use is unknown. This device was used for treatment. This type of event has been found to occur during excessive force applied during usage, continued operation of the drill after becoming stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, and/or low speed/high torque of operation. A definitive root cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospect.

Event description:
It was reported that during surgery while attempting to drill a screw hole at an extreme angle, the spring bent, which in turn bent the drill bit.